Manufacturer narrative:
Information references the main component of the system.

Event description:
A healthcare provider (hcp) reported that a patient stated their implantable neurostimulator (ins) was located too high up in their ribcage. A revision was scheduled on the day of the report to move the ins to a more comfortable position. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.